Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "doesn't function" which was not reproduced, but was confirmed as a system error 105 through a review of the event history log and found to be caused by a failed motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump doesn't function in the "intermedio" care area, which was clarified during baxter's evaluation as system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). This MDR was initially reported in error. Upon further review of this evaluation, it was concluded that the reported malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04512 can be removed from the FDA database.